Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Implantable pulse generator. It was reported the device could not be interrogated, and there was no output or pacing. At the patient's last visit, device interrogation indicated a remaining longevity of 2 years. The device was explanted and replaced. It was subsequently returned with a report of battery depletion. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed, mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event, interrogate, difficult to output, none, failure to, low battery.

Event description:
It was reported the device could not be interrogated, and there was no output or pacing. At the patient's last visit, device interrogation indicated a remaining longevity of 2 years. The device was explanted and replaced. It was subsequently returned with a report of battery depletion. No patient complications were reported as a result of this event.